Manufacturer narrative:
The valve was patent. It met the requirements for reflux, pressure-flow, preimplantation, and leak testing. The ventricular and peritoneal catheters met the requirements for patency and leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. All catheters are 100 % inspected at the time of manufacture. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the product's discharge hole was occluded when the product was tested. It was also reported that a new one was used to complete the surgery. According to the report, the patient's current status is normal.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. It was later confirmed that the flow holes of the catheter were occluded. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.